Event description:
It was reported that the user experienced hypoglycemia while using the ilet, describing repeated rapid blood glucose decreases and a lowest reported value of 44 mg/dl, and expressed a desire for more control over insulin delivery; the user treated with juice and a glucose tablet and requested additional training. Symptoms included lightheadedness, dizziness, and general discomfort. Outcomes included transient hypoglycemia without hospitalization. Investigation included troubleshooting and user education, with plans for additional training and follow-up with the healthcare provider. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hypoglycemia while using a steel cannula infusion set. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.